Event description:
The sales representative reported on behalf of the customer that the 9391a, 4.2mm x 13 cm lanza 6 ea was being used on 22may24 and ¿the tip of the outer sheet fell off inside the patient¿s joint. The surgeon was able to get the part out of the joint with forceps.¿ there was no impact or injury to the patient. The procedure was completed with the use of a new lanza blade. There was a 5 minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event ¿tip of the outer sheet fell off inside the patient¿s joint¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined; however, based upon evaluation of the device a possible cause of this event could be excessive force. A two-year lot history review shows a total of one (1) device for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 1 report, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. We will continue to monitor for trends through the complaint system to assure patient safety.